Event description:
Event occurred regarding a plum 360 device where it was the reporter mentioned that the infusion was completed by 2hrs with infusion setting drip rate of 75ml hour and volume to be infused was 300ml with the duration of 4 hours. The reporter was aware of the event when the pump was returned with signed note from f4 and the biomed knew that the product came from clinical setting. During pm testing, using the same setting, results came with the following: completed on time 4hrs, vtbi = 300ml, actual volume infused is 307ml ,2.3% tolerance, complying +- 5% specification. Conclusion= volume infused 307ml means both drip rate and duration can comply with specification. No faster drip rate at all. On 07-nov-2025, the log analysis shows that there was no operation action at 05:33 until 09:47 and the drip rate used is 305ml hr vtbi=1220, and the infusion has run from 09:47 to 11:05, stopped due to alarm 402ml was infused (comply with spec). Afterward, infusion was resumed at 11:39 and stopped by user at 13:41 (2hrs 2 mins, infused with drip rate=204ml, within spec) drip rate=10ml hr, vtbi=50, conclusion: since the infused volume comply with specification with no fast drip rate occurred at all the infusion. Sample picture of the actual setting of pump attached to the set with water container where fluids have been dripping and stored during testing of infusion has been provided. There was no related alarm. There was proximal air in line. The infusion set was used with blood and with list number 14001. The pump was not replaced. There was a possible programming error. There was patient involvement but no patient harm.

Manufacturer narrative:
Note investigation summary: customer complaint cannot be replicated during investigation: I followed their way- vtbi = 300ml, duration is 4hrs, infusion was completed at 4hrs and volume infused = 305ml, which can comply with specification. Pvt passed, no problem at all. Probable cause: user entry error per log file. Parts replaced: nil.